Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of inappropriate high voltage output was confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen underneath the superior vena cava shock coil. One ring electrode ethylene tetrafluoroethylene (etfe) cable coating was found to be abraded while the other ring electrode cable was intact in this region. The cause of inappropriate high voltage output was isolated to the ring electrode etfe cable coating being abraded under the superior vena cava shock coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in an emergency room following the administration of high voltage (hv) therapies. The patient was then transferred to a clinic where an x-ray imaging was conducted and fracture was observed on the right ventricular (rv) lead. It was suspected that the cause of the event was due to the said lead fracture, hence, the hv therapies administered to the patient were inappropriate. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.